Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was selected for implantation utilizing a large flexnav delivery system. Aortic vale calcification was moderate. Pre-balloon annular valvuloplasty (bav) was performed with a 22mm trival balloon. During valve positioning attempts, a total of seven recaptures were performed. Physician was aware more than two recaptures is against IFU. During these attempts, the valve capsule became flared and making it difficult to cross the aortic valve after recapture. The navitor and flexnav were then opted to be removed and replaced. During removal, the flexnav became stuck on the safari guidewire. The guidewire had to be cut outside of the patient to free the flexnav and a new safari guidewire was placed. A replacement 27mm navitor vision was implanted successfully with a large flexnav at a depth of non-coronary cusp: 5mm and left coronary cusp: 7mm. Mild perivalvular leak (pvl) was noted. No intervention was performed for the pvl and the result was considered acceptable by the physician. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stuck guidewire in the delivery system, valve capsule damage, improper or incorrect procedure or method was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The valve capsule was noted to have a bent damage, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance¿.